Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, pump shuts off and on while running, which was confirmed during evaluation. Evaluation was unable to reproduce the pump shutting off by itself. However, evaluation did experience the pump turning on by itself caused by a failed upper link switch. The upper auxiliary assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump was not stable shutting off and on while it was running. Any patient involvement, injury or medical intervention is unknown.